Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: investigation summary: the product was returned to depuy synthese mitek for evaluation. The depuy synthese mitek team conducted a visual inspection and functional test of the returned device. Upon visual inspection revealed vapr premiere50 electrode -ea was not returned in original package. The tip does not show signs of activation. The cable and suction tube had foreign matter. The shaft, handle and plug did not show any signs of damage. A functional test was performed by connecting the device to a test generator, as a result, it was found that in the coagulate and the ablate mode the device worked as intended. The overall complaint was unconfirmed as the observed condition of vapr premiere50 electrode -ea would not have contributed to the complained issue. Based on the investigation findings, as per instructions for use (IFU) it has been determined that no corrective and/or preventative action is required. As part of depuy synthese mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E3: reporter is a j&j sales representative. UDI: (B)(4). Investigation summary: the product has not returned to depuy synthes mitek, however a photo was provided for review. The photograph attached was reviewed, however the reported condition could not be clearly observed and no observations pertaining to the nature of the reported event could be identified. The overall complaint was unconfirmed as the photograph attached is insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: was no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.

Event description:
It was reported from china that during a meniscal repair surgical procedure it was observed that the vapr premiere50 electrode -ea device would not coagulate. Another like device was used and the procedure was successfully completed. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.